Event description:
Customer reported a malfunction indicated by cgm error 42 related to g7 sensor. There was no adverse impact to the customer¿s blood glucose level as no issues were noted post-intervention. Customer successfully restarted their sensor session after being guided through a pump reset by technical support.